Manufacturer narrative:
The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current IFU (information for use) for this device states the following: potential complications: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the hear or lungs have also been reported in association wit improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit for a patient who is at risk of pulmonary embolism without intervention.

Event description:
It was repored the vena cava filter migrated directly to the heart after being deployed and ended up in the right ventricle. Upon further imaging, two physicians reviewing the images reported that it appeared that the inferior vena cava measured 43mm x 64mm and was oval. The next day a snare was used to remove the filter from the right ventricle. The patient is doing fine at this time.